Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was unpacked to be prepared for use in a procedure to be performed on an unknown date. It was reported that the cutting wire was broken when opening the product packaging. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of the event.